Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -14.50 diopter, implantable collamer lens was implanted and removed intraoperatively from patient's left eye (os) on (B)(6) 2021 du to low vault. On (B)(6) 2021 a longer length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.